Event description:
It was reported that in the catheter room the intra-aortic balloon (iab) was prepped per instructions for use. When the catheter was inserted into the left femoral super arrow-flex (saf) sheath, it became stuck. The catheter and sheath were removed together and a new kit was opened and used successfully. There was no pt death, injury or complications. The delay time to open a new kit is not known. The pt outcome was listed as "good." It was noted that the second insertion site was the same as the first.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.